Event description:
It was reported that cartridge alarm occurred during pump use while caller was not loading cartridge and there was no prior history of similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge, resumed insulin therapy before contacting tandem, and issue was considered resolved, with no additional information available about cartridge lot.